Event description:
A reconstruction plate was used to treat a mid-shaft fracture of the radius. The plate broke 3.5 months after treatment due to a fall during a sporting activity (soccer). The patient was treated in revision surgery and the osteosynthesis is stable.